Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the error message "head error" was displayed on the hl20 pump after startup of the device. No harm to any person was reported. A getinge field service technician (fst) was onsite and investigated the unit in question. The fst replaced both optical tacho boards. And the customer received a new pump. The system was checked according to factory¿s specification and all tests passed. The device was put back into use. Thus the reported failure could be confirmed. The reported failure "head error" has been investigated in a previous complaint on 2019-08-26 by getinge life cycle engineering. The most probable root cause could be determined as a broken wiring of the optical tachoboard. Device was manufactured in 2015-12-23. Non-conformities (include non-conformities in production process) at mcp were reviewed for the period of 2015-12-23 to 2022-11-30. There was no non-conformity related to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that the hl 20 pump module (rpm) displayed the error message: "head" after switching on. A getinge field service technician will be sent onsite for investigation of the device. If new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the hl 20 pump module (rpm) displayed the error message: "head" after switching on. Reference number: (B)(4).